Manufacturer narrative:
Follow-up #1: date of submission 06/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated; the display was not blank. Upon removal of the pump cover, no intermittent condition was found to the display circuit. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.